Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head was blurry. This issue occurred, during preparation for use. There were no reports of patient harm.

Event description:
No further information was provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus and the customer¿s allegation could not be confirmed. Additionally, cuts on the cable were found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation determined the likely cause of the failures was a fatigue problem. The investigation was unable to determine the exact cause of the failure. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.